Manufacturer narrative:
On 16-aug-2021, mentor received additional information regarding the patient¿s symptoms. The patient suffered several unexplained systemic symptoms. The symptoms are tingling in fingers, tingling in toes, rashes, itching, drastic change in skin, blurred vision, dry burning eyes, swollen lymph nodes, food sensitivities/intolerance, itching, allergies, lung nodules, bad memory, fatigue, insomnia, apnea, low libido, pelvic pain, frequent urination, hysterectomy, breast pain, anxiety, panic attacks, depression, fevers mood change, ringing ears, blister rash on upper body, dizzy, off balance, whoosh feeling, eye twitches, systemic inflammation symptoms, auto immune symptoms, celiac, diverticular disease, nose get stuffed up, tight throat, nausea, vomiting, loss of appetite, sensitivity to smells, sensitivity to sounds , unspecified heart problem, brain fog, trouble recalling names of objects, headaches, migraines, loss of concentration, dry eyes, red eyes, pain, breast pain, gi problems, sores in mouth, apnea, loss of smell, metal taste, and high cholesterol. No device issue was reported. The root cause of the patient¿s symptoms is unclear. H6 health effect - clinical code e2402: generalized illness. E2330 and e013403 were removed from h.6. Health effect ¿ clinical code. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral breast pain and paresthesia and left-sided lymphadenopathy postoperatively. The patient states that MRI performed on unspecified date indicated the left-sided lymphadenopathy. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.